Event description:
The distributor (B)(4) removed the cell-dyn 3700 waste chamber tubing connection and injected bleach solution to remove a clog. The (B)(4) was wearing a lab coat and gloves, but no eye protection. During the removal of the clog, the (B)(4) dropped the tubing and one drop of liquid waste with bleach splashed into his eye. The fse immediately washed his eyes with tap water and sought emergency services. The emergency physician prescribed eye drops for sterilization, and ordered (B)(6) and (B)(6) testing. The (B)(4) is currently working and using the eye drops once a day.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4): the previous report incorrectly stated no product issue was identified for the cell-dyn 1800 analyzer. The statement should read no product issue was identified for the cell-dyn 3700 analyzer.

Event description:
It was reported to the MFR that high impedance was observed so the vns pt was going to have a lead revision surgery. It is unk if any pt manipulation or trauma occurred. It is unk if any x-rays were taken prior to surgery. Good faith attempts to obtain additional info regarding the event have been unsuccessful to date.

Manufacturer narrative:
(B)(4). An investigation was initiated to further investigate the customer issue including a review of the complaint text, a search for similar complaints, and a review of labeling. The field service engineer was warned about the use of personal protective equipment during instrument services. Tracking and trending did not identify a trend related to this issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue.